Manufacturer narrative:
If explanted, give date: not applicable, as the lens remains implanted. Phone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed.  All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) did not have a haptic. The lens was inserted into patient's left eye and remains implanted. The patient sees very well and there are no other issues. The patient has fully recovered and daily activities are not significantly affected. The post op visual acuity was 6/6. There were no other medical intervention that was required. The event was observed during implantation. No further information is available.